Event description:
Within 10 minutes of being placed on dialysis treatment, the pt developed chills, cough, rigors, hypotension with the 200 nre dialyzer. This pt had been on this dialyzer for approximately 3 weeks. According to the treatment sheets for this event, the pt vomited a large amount of undigested food after 25 minutes of treatment. It was reported the pt was chilled and shivering. The pt reported feeling cold. The pt was also given gravol 25 mg. IV at the onset of dialysis and acetaminophen towards the end of the dialysis treatment. The pt was able to complete the dialysis as ordered. No sample is available.

Manufacturer narrative:
Device history record review: record review did not indicate anything relative to the complaint. Sample analysis: no sample has been received for evaluation. The reported complaint is not confirmed. However, companion samples were tested which included performance testing, extracts, pyrogen testing, and biocompatibility. These four test schemes were selected from iso 10993 suggested list as representative of the mose sensitive biocompatibility tests and those that represent teh quickest reactions. The absence of any adverse data from these and all laboratory tests support our contention that no biocompatibility issue exists with the e-beam dialyzer. The complaint issue and lot number will be monitored for trends. Also, quality investigation 05-001 was opened to isolate a cause and effect relationship between e-beam sterilized dialyzers and alleged reactions reported by hemodialysis patients and/or facilities. This complaint file is included as part of the monitoring effort involved in this quality investigation.